Event description:
It was reported that the iab was prepped per procedure. However, during the sheathed insertion, the balloon membrane permaturely unwrapped and the iab became stuck in the sheath. As a result, the iab and sheath were exchanged. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.